Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise resulting in noise reversion. Rv sensitivity was adjusted in clinic; the physician subsequently capped and replaced the rv lead on (B)(6) 2026. The patient was in stable condition.